Manufacturer narrative:
During a troubleshooting the getinge field service engineer (fse) discovered a helium leak, to resolve the issue the fse had to replace the regulator, the helium transducer and both helium supply lines, including union joint and 3500 psi gauge. He also replaced the customers depleted supply of helium with a new helium bottle. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was leaking. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Event description:
N/a.